Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿elderly female with history of hypertension and new onset atrial fibrillation. Procedure: infusion of IV magnesium. Delivery set rate was correctly programmed, but magnesium infused quickly. No known harm to patient. Infusion pump removed from service and report run."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿elderly female with history of hypertension and new onset atrial fibrillation. Procedure: infusion of IV magnesium. Delivery set rate was correctly programmed, but magnesium infused quickly. No known harm to patient. Infusion pump removed from service and report run."